Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Anaphylactic type reaction [anaphylactoid reaction]; allergic reaction [hypersensitivity]. Case description: spontaneous report received on (B)(6) 2011 from a physician via a company rep regarding a pt (pt identifiers and medical history not provided). The pt was administered synvisc on an unk date in an unk anatomical location. The pt experienced a "full blown, whole body, anaphylactic type reaction" after receiving synvisc. The pt was hospitalized and administered IV (intravenous) therapy. At the time of this report, the outcome of the reported event and treatment were not provided. No further info was provided. Additional info received from a nurse practitioner on (B)(6) 2011. She stated that a pt experienced an "allergic reaction" several months ago. At the time of this report, she did not have any additional info on the pt. No further info was provided. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.